Event description:
A ventilator was returned to a third-party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third-party service center, a failure of the device's external flow sensor was observed. The device's external flow sensor and flow sensor cable were replaced to address the issue.